Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller clock not set message displaying on the system monitor two days after implant was not able to be determined. The system controller serial number (B)(6) was not returned for evaluation and a log file was not provided. Per additional information the issue solved by itself and the controller remained in use. Heartmate 3 instructions for use, section 7 ¿alarms and troubleshooting¿ addresses all alarm conditions, including controller clock not set alarm, and what actions to take when they occur. Heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a clock not set message appeared on the system monitor on the second day post operation. Synchronization of date and time to the monitor did not succeed. No further information was provided.